Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Dimensional evaluation found component to be within appropriate design specification. During the evaluation, it was noted the root cause of the event was likely due to shifting of the plate after drilling that could have resulted in a misalignment between the plate hole trajectory and the drilled hole.

Event description:
It was reported that patient underwent a procedure involving a dvr anatomic plate on (B)(6) 2015. During the procedure, the peg could not be fastened at a distal peg hole. The surgeon decided to replace the dvr plate and the pegs to complete the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.